Event description:
It was reported that the charger would not plug in and charge the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further follow up from tandem technical support. No additional information was provided.